Event description:
It was reported the ep-1 low profile footswitch runs by itself. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Footswitch passed all functional tests and performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.